Event description:
Additional information received from the consumer reported that the hcp's office had the patient call the manufacturer as the hcp and agent were out of town. They made the patient an appointment the next week on (B)(6) 2016. The patient didn't know what caused the shocking sensation, loss of therapy, and soreness as the implant was off when it shocked them. The patient was taking shots for their back and about a week later had pain and shocking from the implant. About a week later the implant was off all the time they were taking the shots. The manufacturer made sure the implant was off and they had the patient try different things. The step taken to resolve the shocking sensation, loss of therapy, and soreness was that the patient made an appointment with their hcp. The hcp said the implant was off and they reprogrammed it. The patient had appointments to see them on (B)(6) 2016. The hcp told the patient if they had any more problems, they would be able to see their nurse if the hcp was out of town. The patient still had soreness around the implant and now had no control with their bladder.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a broken bone in their back and cement was put in on the right side to stabilize the area. The broken bone was unrelated to the patient¿s device. The patient also had right hip soreness near the implantable neurostimulator (ins) off and on. The patient had an x-ray done 3 weeks ago and had a bone density test last week, but they turned stimulation off for both procedures. The patient lost bladder control 2 weeks ago in (B)(6) 2016. The patient¿s symptoms had returned. The patient had shocking on (B)(6) 2016. The patient turned stimulation off on (B)(6) 2016 and this did not stop the sensation. The patient had shocking while in bed after turning stimulation off. The patient initially got the poor communication screen, but it was resolved by repositioning the antenna. The patient¿s therapy was turned off. There were no falls or trauma that could be related to the issue. The patient¿s health care provider (hcp) was on vacation until (B)(6) 2016 and the patient would call and make an appointment. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.